Manufacturer narrative:
(B)(4). A partial homechoice set with cassette was received without a pouch and analyzed. Visual inspection identified cracks on the side of the cassette. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted related to the reported condition. A functional test could not be performed due to only a portion of the set being returned. The reported problem could not be confirmed through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clamp on homechoice set with cassette was cracked. The issue was noticed before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 4.